Manufacturer narrative:
Conclusion - the root cause of the shut down lies in software that controls the system's remote control. Only systems that have a remote control are affected by this problem. The mandatory field change order will be released to correct this problem.

Event description:
This surgery mobile x-ray system shutdown during two procedures and had to be rebooted in order to continue. There was no patient injury.